Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by the loss of communication between the video system center and the camera head due to the following: contact failure caused by disconnection of the camera cable. The camera head failure due to some strong impact. Corrosion of the electrical contacts on the video connector, dirt on the electrical contacts, foreign material adhesion. Circuit shorts or corrosion caused by flooding. The instruction manual provides preventive measures against the reported failure mode. Omsc confirmed that there was no repair history of the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) sales & marketing (ocsm) for evaluation. Ocsm inspected the device and confirmed the following; the endoscopic image was not displayed due to the disconnection of the camera cable. The white balance did not work. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image of the device was not displayed. The user replaced the device to another device and completed the intended procedure, laparoscopic surgery. The device was used with an olympus video system center otv-s400. There was no report of patient injury associated with the event.